Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol) due to an extended charge time outside of the extended charge time limit for the device. The device remains in service. There were no adverse patient effects reported.

Event description:
Subsequent information indicated that the device was explanted . The device has been returned for analysis. There were no adverse patient effects reported.